Manufacturer narrative:
Additional information was added to h4 and h6. H4: the potential lot number 19n019 was manufactured between december 03, 2019 - december 04, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the suspected lot is 19n019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that there was 50ml of solution that remained in the device. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.